Event description:
A customer reported that an infusor elastomeric device only infused halfway. This event occurred during infusion, though the infused solution is unknown. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, a picture of the device was provided. A photographic inspection could not identify any abnormalities that could have contributed to the reported condition. As the actual sample was not returned, an evaluation was not able to be conducted. Therefore, the reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The lot number 13e082 was manufactured between may 30, 2013 and may 31, 2013. A batch review was performed which revealed product met the acceptance criteria for release. There were no nonconformities, failures, rework or deviations documented in the batch record that could be associated with the reported problem. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.